Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Visual inspection of the as returned implant identified signs of use within the external threads of the implant. ). The internal hex and collar of the implant showed signs of use but no damage the implant system was located at an unknown dental position and was implanted for approximately 3 weeks. The patient was also reported to have unknown density bone. No other pre-existing patient conditions were noted in the per or in the complaint. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (63619439). It was confirmed that all operations and inspections were executed as per applicable procedure. However, a deviation (deviation no 11121) was identified as a part of this DHR. It was discovered that due to scheduled maintenance a reduction of the radiation dose could occur for this lot. The deviation concluded that the possible lowering is dosage would not affect the sterilization of the products. No other deviations or non-conformances, which could have caused or contributed to the reported events were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record (st#3201) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number (63619439) for similar events and no other complaint was identified. Based on the investigation, the implant did not malfunction. The reported events (infection, bone loss) are non-verifiable as they are a medical condition events. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided.

Event description:
It was reported that the implant was removed due to infection.